Event description:
Pump sn (B)(6) was returned to intuvie for routine preventive maintenance. During standard electrical safety testing, the device failed the ground resistance test, measuring 0.246 ohms, which exceeds the acceptance criterion of less than 0.1 ohms. During separate alarm performance testing, the device also failed the air-in-line alarm test, as the pump did not alarm when air was present in the administration set. The issues were identified during preventive maintenance only. No patient involvement or adverse event was reported.

Manufacturer narrative:
A review of intuvie¿s service records was completed, and no prior service events documenting the same failure modes were identified for this device. Complaint history was also reviewed, and no previous complaints associated with these failures were identified. The missed air-in-line alarm identified during preventive maintenance testing is under investigation as part of CAPA-15. As part of the evaluation to date, the air-in-line sensor and the power filter module have been replaced. At the time of this report, the device remains under investigation. A follow-up MDR will be submitted upon completion of the evaluation and implementation of any additional corrective actions. Refer to (B)(4).

Manufacturer narrative:
During review of the complaint record at the time of closure on (B)(6) 2026, it was identified that the air-in-line alarm test failure documented during evaluation was expected. The device had been returned to intuvie as part of the air-in-line field action recall, and failure of the air-in-line alarm test is consistent with the condition being addressed by the recall. As a result, the air-in-line alarm test result does not represent a separate complaint condition. The MDR record was updated to clarify the context of the testing results. Refer to (B)(4).

Event description:
Pump sn (B)(6) was returned to intuvie as part of the air-in-line field action recall. During standard electrical safety testing performed during evaluation, the device failed the ground resistance test, measuring 0.246 ohms, which exceeds the acceptance criterion of less than 0.1 ohms. During separate alarm performance testing, the device did not alarm during the air-in-line test. This result was expected, as the pump was returned under the air-in-line field action recall.